Event description:
Physician reports the essure case was done in 2005 and there were no problems at the time of micro-insert placement. Three month hsg was performed and bilateral occlusion was noted by physician; pt began relying on the devices for contraception. In 2006, physician reported pt had a ruptured ectopic pregnancy. There was no evidence of device perforation at the time of surgery and she put clips on the tubes. Pt recovered without incident. Physician will send hsg films to conceptus for review.

Manufacturer narrative:
Add'l info will be available after hsg film review is completed by conceptus.